Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. When setting was at 200 joules, the defib output was 7joules. When set at 300 joules, the device's defib output was 360 joules. Complainant indicated that there was no patient involvement in the reported malfunction.